Event description:
It was reported that a catheter twist occurred. The 85% stenosed target lesion was located in the moderately calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician tried several times, but the catheter could not cross, and the front end was twisted. The catheter was completely removed normally and intact from the patient's body. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Microscope inspection showed that the guidewire exit port was lifted. A functional test was performed using a test guidewire and no resistance was noted while tracking the guidewire into the catheter.

Event description:
It was reported that a catheter twist occurred. The 85% stenosed target lesion was located in the moderately calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician tried several times, but the catheter could not cross, and the front end was twisted. The catheter was completely removed normally and intact from the patients body. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).